Event description:
It was reported the caller was in stage 1 and scheduled for stage 2 three days from the day of report. The patient experienced a loss of therapeutic effect. She had bladder retention with the initial program and was not voiding, so they were changed to another program. It was indicated "a lady" walked the patient through changing programs again two days prior to report because the program wasn't "working" and she was only going a "trickle." Prior to changing the program two days prior, the patient was doing really well, "100, 125, 200, 100." The patient was back to "nothing" again. It was noted the patient wanted to get back to the middle program, but was not sure if it was program 1 or 3. The night prior, "a man" representative called the patient, but she had no knowledge of the names of any of the representatives she had spoken to previously. No outcome was provided regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3537, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).